Event description:
A patient experienced a loss in therapeutic effect. No stimulation sensation was felt. Impedance measurements greater than 4,000 ohms were found on all of the unipolar pairs of a pt's device. Device battery measurements were found to be inconsistent. The patient was noted to have turned up the stimulation setting higher then he typically had to prior to losing stimulation all together. It was indicated that the patient expected longevity to be much longer than the 2.2 months report by device. The pt's status was noted as good. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).